Event description:
Additional information was received from a healthcare provider on 2017-may-05. It was reported that the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated as a result of the event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at an unknown dose via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that a critical alarm for low battery reset, reset, safe state occurred, and stopped pump may exceed tube set occurred. The pump logs were checked and it was seen that a low battery reset messages started to appear in the logs on (B)(6) 2017 at 09:44. The patient had the reported symptoms of tremors and rigidity and this was regarded as a sudden change. The patient presented to the ICU with symptoms of baclofen withdrawal. The patient last refill was on (B)(6) 2017. It was reported on (B)(6) 2017 that the pump was replaced on (B)(6) 2017. The dose prior to reset was 750 mcg/day and the pump was to be sent back to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found high battery resistance, and corrosion/ shaft-wear were found on the internal gears inside of the motor, resulting in a stall due to shaft-bearing. Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on behalf of saol therapeutics regarding a spontaneous report received via a healthcare provider. The african american patient¿s weight was (B)(6). The patient, with a history of spinal cord injury, was receiving baclofen with concentration 2000.0 mcg/ml at a dose rate of 750 mcg/day intrathecally via their implanted pump for spasticity. Treatment for spasticity also included morphine received intrathecally via their pump at an unspecified concentration, dose, and frequency. On (B)(6)2017, the patient was admitted to the hospital with bacterial pneumonia and acute respiratory failure. On (B)(6)2017, the patient experienced sudden tremors and rigidity. At that time, the patient presented to the emergency room and was admitted to the ICU (intensive care unit) with suspected symptoms of baclofen withdrawal. It was clarified that the patient experienced rigidity of the lower extremities and tremors in the upper and lower extremities. The patient was treated with increased administration of oral baclofen during this time. On an unspecified date, following the patient¿s pump replacement, the baclofen withdrawal, rigidity, and tremors resolved. The event required prolonged inpatient hospitalization. On (B)(6)2017, the patient was discharged from the hospital. The physician believed the problem was due to it (intrathecal) pump failure, and not due to baclofen side effects. No additional information was provided.